Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that no signal is coming from the composite and separate video port of the video system center. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that there was no video signal coming from the composite signal port due to a defective patient circuit (dp) board. There were burn marks found on the dp board near the composite signal port. The cause of the faulty dp board could not be identified. Olympus will continue to monitor field performance for this device.